Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the legal brief, the patient underwent placement of optease vena cava filter. Approximately ten years post filter implantation, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, the patient underwent placement of optease vena cava filter. Approximately ten years post filter implantation, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). As a direct and proximate result of these malfunctions, the patient suffered and continues to suffer life-threatening injuries and damages, which required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, a device history record (DHR) review could not be performed. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. The timing and mechanism of the tilt has not been reported at this time. The brief also reported perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken.

Manufacturer narrative:
As reported, the patient underwent placement of optease inferior vena cava (ivc) filter. Per the medical records, the patient has a history of acute dvt in both lower extremities. Approximately ten years post filter implantation, the patient underwent an updated CT scan which revealed that the filter had subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to, the filter was significantly tilted and at least six struts were significantly perforating the inferior vena cava (ivc). The CT scan of the patient's abdomen and pelvis indicated that a total of six prongs of the superior filter have perforated the ivc. The scan also confirmed a three degree tilt of the filter from left to right. Four prongs of the inferior filter perforated the ivc and the filter tilted five degrees from left to right. Per in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside of the ivc, perforation of filter strut(s) into organs, tilt, and device unable to be retrieved, although no filter retrieval attempts have been documented. The patient reports fear. A radiology report confirms a superior and an inferior filter with tilt and perforation. The radiology report confirms a cordis filter and an unknown filter but does not specify which one is the inferior or superior filter. The inferior filter was confirmed to have four prongs perforating the ivc and a five degree tilt left to right. The superior filter was confirmed to have six prongs perforating the ivc and a three degree tilt left to right. The radiology report states a prong has perforated the bowel but does not specify which filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc and bowel; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, perforation of filter strut(s) outside of the ivc, perforation of filter strut(s) into organs, tilt, and device unable to be retrieved, although no filter retrieval attempts have been documented. The patient became aware of the alleged events ten years and one month post implantation. The patient states they are fearful that the filter will cause more damage and result in death. The following additional information received per the medical records state that the patient has a history of acute dvt in both lower extremities. A radiology report confirms a superior and an inferior filter with tilt and perforation. The radiology report confirms a cordis filter and an unknown filter, but does not specify which one is the inferior or superior filter. The inferior filter was confirmed to have four prongs perforating the ivc and a five degree tilt left to right. The superior filter was confirmed to have six prongs perforating the ivc and a three degree tilt left to right. The radiology report states a prong has perforated the bowel, but does not specify which filter.